Event description:
Complainant alleged that during functional testing, the device displayed an "ECG disabled" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical singapore evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the customer's report. Review of the device activity logs did not show any evidence to support the customer's report. Therefore, our investigation for this reported malfunction was unsubstantiated. The device was recertified and returned to the customer. Per the x-series operator's guide, this message indicates the user to check the pad, paddle, or cable and replace it if necessary. The cable fault is not a device malfunction. The cable fault message can be induced by pressing the charge button when no mfc cable is attached to the device. No trend is associated with reports of this type.